Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a squeaking noise coming from his hip. Update (B)(4) 2012 - litigation alleges the patient experienced excessive levels of chromium and cobalt as determined from blood tests. Litigation further alleges that the patient is permanently harmed by severe metal poisoning and metallosis due to metal debris from the asr hip implants. Update (B)(4) 2012 - preliminary disclosure form received, which allowed us to find invoices. It appears that the cup was not removed until a later date, so we are rejecting the product, as it is already reported in a separate complaint. Update (B)(4) 2012 - (B)(4) preliminary disclosure form was received, which identified (part/lot) and dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.